Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 30 mg/dl. Reportedly, customer inadevertently initiated bolus which decreased their bg level. Customer attempted to self-treat by consuming carbohydrates and glucose tablets, however; was given carbohydrates at the ER to address bg level. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.